Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead the physician tried to retract the helix for re positioning and the helix failed to retract. The lead was removed and a different lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended, stretched and bent, tissue visible inside. Damaged at implant attempt, no further helix testing possible. If information is provided in the future, a supplemental report will be issued.